Event description:
It was reported that while prepping the intra-aortic balloon (iab) the "short extension tubing for attachment to the iab catheter" was flushed with saline. A leak was noticed "coming from the junction of the extension tubing and the three way stopcock." The staff obtained another piece of tubing to continue the procedure.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.